Event description:
As reported for this event by the customer, during a therapeutic low anterior resection (lar) procedure, the device teflon pad separated from the upper jaw. No part fell in the patient as no part was detached from the device. The procedure was completed with a new device. There is no harm or adverse impact to the patient. The settings at the time of the event were seal and cut mode 1. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection, it was noted that the teflon pad (tissue pad) was broken. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. Grasping section was closed without grasping anything while the device was activating in seal and cut mode, (this includes after tissue resection) causing the tissue pad to peel off partially. Some kind of force was applied to the peeled tissue pad causing it to break. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.